Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion and a posterolateral fusion surgery at l3-l5 where rhbmp-2/acs was placed in the lateral gutters. The patient's post-operative period has been marked by pain and weakness in her legs. On (B)(6)-2007, the patient underwent a revision surgery for non-union of her l4-5 vertebrae. On (B)(6)-2009, the patient underwent an additional revision surgery to decompress her l4-l5 nerve roots due to ectopic bone growth. The patient continues to experience pain that radiates into her lower extremities. She suffers from numbness and weakness in her legs. The patient falls multiple times a week and requires the assistance of a walker or wheelchair to ambulate.

Manufacturer narrative:
(B)(4).

Event description:
From 2002-2004: the patient treated for complaints of liver. From 2006 to present: the patient treated for complaints of orthopedic. On (B)(6) 2006: the patient underwent posterior lumbar interbody fusion ("plif") due to herniated disk with stenosis l3-4, l4-5; lower back pain; some shooting pain down left leg; difficulty standing for long periods. Lanx instrumentation; titanium rods; local bone graft; peek cage were also implanted. Allegedly, after the rhbmp-2/acs surgery, injuries include, but are not limited to overgrown bone, revision surgery, lower back pain; muscle spasms in mid to lower back; swelling at area of surgery; pain in both legs, shooting pain in the groin area; numbness in left leg; difficulty walking; constipation; kidney stones; mental anguish; depression; trouble sleeping. Patient also alleged that lower back pain made it difficult to stand for long periods.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, the patient presented for lumbar spine complete with obl, due to back pain. Impression: normal examination of the lumbar spine. On (B)(6) 2006, patient presented for herniated disc exam. Impressions: minor discogenic changes at l3-l4. On (B)(6) 2006, patient presented for MRI scan of left spine without contrast due to low back pain and spinal stenosis. Impressions: minor disco genic changes at l3-l4 as described. On (B)(6) 2006, patient presented for MRI scan of the lumbar spine with multiplanar reconstruction and 3d volume rendering. Impressions: 1. Mid circumferential disc bulge with small annular tear and minimal posterior central protrusion at l3-l4 without associated spinal stenosis or nerve root impingement. 2. The remainder of the MRI of the lumbar spine is normal as described. On (B)(6) 2006, the patient presented with preoperative herniated disk with stenosis l3-4, l4-5. The patient underwent the procedure posterior interbody fusion l3-4, l4-5 with posterolateral instrumented fusion l3 to l5 with lanx instrumentation with bilateral laminectomy and foraminotomy l3 to l5. The patient also underwent for x-ray for lumbosacral spine, due to back pain. Impression: operative fixation lumbar spine. The patient was taken to the operating room and placed in a supine position. A midline incision was then made in the patient's lumbar spine. The additional lanx screws were inserted on both left and right side. Ap and lateral c-arm images were taken, which verified good position of all screws. The l4-5 level was identified and a laminectomy was performed using leksell and kerrison ronguers. Bilateral facetectomies and foraminotomies were performed for spinal stenosis using kerrison ronguers. A discectomy was then performed; after a complete discectomy had been performed the endplates were decorticated with a n osteotome. The disk was irrigated with sterile saline. The disk space was packed with local bone graft followed by peek cage packed with bmp sponge. This was inserted using an impactor and a mallet. It was felt to have good position and stability. Ap and lateral c-arm images were taken, which verified good positioning of the cages and screws. The patient tolerated the procedure well. On (B)(6) 2007, patient presented for MRI scan for lumbar spine with and without contrast. Impressions: 1. Post-surgical change involving the lower lumbosacral spine. 2. No central canal stenosis, neural foraminal narrowing, or focal disc protrusion is seen. No abnormal enhancement or mass lesion was seen. The patient also underwent for cat lumbar spine without contrast, due to low back pain, status post lumbar interbody fusion l3, l4 and l5. Impression: 1. No evidence of recurrent herniation. 2. Post-surgical spinal fusion changes at the l3 through l5 levels with proper surgical hardware alignment. On (B)(6) 2007, the patient underwent for cat scan of lumbar spine without contrast, due to low back pain, status post lumbar interbody fusion l3, l4 and l5. Impression: 1. No evidence of recurrent herniation. 2. Post-surgical spinal fusion changes at the l3 through l5 levels with proper surgical alignment. On (B)(6) 2007, the patient presented for MRI scan of left spine with and without contrast due to back pain and history of previous lumbar fusion. Impressions: 1. Post-surgical change involving the lower lumbosacral spine. 2. No central canal stenosis, neural foraminal narrowing, or focal disc protrusion is seen. No abnormal enhancement or mass lesion was seen. The patient also presented for cat scan of left spine without contrast due to low back pain, status post lumbar interbody fusion l3, land l5. Impressions: 1. No evidence of recurrent herniation. 2. Post-surgical spinal fusion changes at the l3 through l5 level with proper surgical hardware alignment. On (B)(6) 2007, the patient presented with pre-op diagnosis of pseudoarthrosis, l4-5. The patient underwent the hardware removal procedure l3- l5 with exploration of fusion l3-4 and revision of posterolateral fusion l4-5 with l4-5 instrumentation with lanx instrumentation. All screws were removed using a screwdriver. The fusion mass was then explored at l4-5 and the transverse process were identified and decorticated at l4-5 bilaterally. The pedicles at l4 and l5 on the left side were identified and opened with a pedicle finder. They were probed with the ball tip probe and found to be intact. They were then tapped and lanx screws inserted. Same was repeated on the right side. The incision was irrigated with sterile saline, followed by antibiotic irrigation. Local one graft was morselized and packed from l4-5 bilaterally. Bone morphogenic protein sponges were packed with bone graft and placed in l4-5 bilaterally. A good fusion bed was created bilaterally. Titanium rods were placed in the screws and tightened down using locking nuts. After final tightening, it was felt that there was good stability at the l4-5 level. The patient tolerated the procedure well. All sponge and needle counts were correct. The patient was taken to the recovery room in good condition. On (B)(6) 2008, the patient underwent CT scan of maxillo facial sinuses, due to headaches. Impression: the convincing evidence of sinusitis or acute process involving the sinuses on the basis of this examination. On (B)(6) 2008, patient presented for MRI scan of lumbar spine with and without contrast, due to low back pain. Impression: interval removal of the surgical hardware from l3 vertebral segment, otherwise stable postoperative changes without evidence of recurrent disc, spinal canal stenosis or neural foramina stenosis. The patient also presented for CT scan of lumber spine without contrast on same day due to back pain and multiple surgeries. Impression: interval removal of l3 transpedicular screws had been removed, otherwise no significant change. On (B)(6) 2008, the patient underwent epidural steroid injection under fluoroscopy due to spinal stenosis with postsurgical pain from previous surgeries. The patient presented for lumbosacral ap and lateral, due to back pain. On (B)(6) 2009, patient presented for post op diagnosis of spinal stenosis, l4- 5. Patient underwent hardware removal procedure, l4-5, with exploration of fusion with laminectomy, foraminotomy, l4-5. After the instrumentation was clearly identified, the set screws were removed using a screw drive. The rods were then removed. The fusion mass was explored and there was found to be a solid arthrodesis at the l4-l5 level. The screws were then removed using a screwdriver. The pedicles were probed with a ball-tipped probe and found to be intact. On the right side, a laminotomy and facetectomy were performed using leksell and kerrison rongeurs. After decompression, the nerve roots were probed with a ball tipped probe and found to be free of compression. The patient tolerated the procedure well. On (B)(6) 2009, the patient presented for spinal stenosis l4-5. No complication. On (B)(6) 2009, the patient presented for multiple abd/acute abd series, due to history of ilous, constipation, and back surgery. Clinical suspicion or recurrent ileus. Impression: 1. Nonspecific, non obstructed abdomen. 2. Multiple pelvic calcifications are seen, most which represent paleboliths. However, distal ureteral calculi cannot be entirely excluded. Please correlate with the patient's clinical presentation. 3. No acute cardiothoracic process. On (B)(6) 2009, the patient presented for us abdomen complete, due to lower abdominal pain. Impression: 1. Cholelithiasis without sonographic evidence of acute cholocyatitis. 2. Inadequate visualization of the pancreatic tail. 3. Status post hysterectomy with non visualization of the bilateral varies. Follow up as indicated. On (B)(6) 2010, patient presented for MRI scan of lumbar spine with and without contrast, due to back pain, stenosis, numbness and weakness. Impression: interval removal of l4 and l5 transpedicular screws, otherwise essentially stable exam. On (B)(6) 2010, patient underwent lumbar medial branch (facet joint) injections with steroid under biplanar fluoroscopy and left l5 transforaminal selective nerve root block under fluoroscopy. The patient remained stable until discharged home. On (B)(6) 2010, patient underwent bilateral l3-4, l4-5, and l5-6 lumbar medial branch (facet joint) injections with steroid under biplanar fluoroscopy. No complications were noted during the procedure. On (B)(6) 2011, the patient underwent for CT scan of the thorax with contrast, due to prominent axillary lymph nodes. Impression: 1. Unremarkable CT of the thorax, abdomen and pelvis without evidence of adenopathy. The patient also underwent with CT scan of ribs left, due to trauma left ribs. Impression: no definitive evidence of a left rib fracture. On (B)(6) 2011, patient presented with persistent left leg numbness and weakness that caused her leg to give out on her. Patient fell three to four times a week. Patient also reported arm pain with walker use due to cts. Patient had low platelets which put her at a higher risk for adverse outcomes with falling. On (B)(6) 2011, patient presented for a wheel chair evaluation reporting a mild degree of increased lower back pain. On (B)(6) 2011, patient presented for a wheel chair evaluation reporting a mild degree of increased lower back pain. On (B)(6) 2011, patient presented for a follow up study stating no significant change in her low back pain. Patient reported of having persistent left leg numbness and intermittent weakness. On (B)(6) 2011, patient presented having continued experience of persistent low back pain. On 27 sept 2011, patient presented with complaint of no change in the degree of low back pain. On (B)(6) 2011, patient presented for visit stating no significant change in her low back pain. On (B)(6) 2011, patient presented for follow up and stated no significant change in her low back pain and with feeling of increase in lumbar pain. On (B)(6) 2011, patient presented with complaints of low back pain, weakness, spasms, left lower tingling, left lower leg numbness and left ankle/foot numbness. Patient also complained of headaches, right wrist/hand tingling, right wrist/hand numbness, left wrist/hand tingling, left wrist/hand numbness and bilateral hand pain. Patient had pain with both flexion and extension of the lumbar spine. Trigger point of pain was found over the lower back from lower thoracic to bilateral buttock/hips. On (B)(6) 2012 patient presented for a follow up study with complaints of low back pain, weakness, spasms, left lower tingling, left lower leg numbness and left ankle/foot numbness. Patient also complained of headaches, right wrist/hand tingling, right wrist/hand numbness, left wrist/hand tingling, left wrist/hand numbness and bilateral hand pain. On (B)(6) 2012, patient presented with complaints of low back pain, weakness, spasms, left lower tingling, left lower leg numbness and left ankle/foot numbness. Patient also complained of headaches, right wrist/hand tingling, right wrist/hand numbness, left wrist/hand tingling, left wrist/hand numbness and bilateral hand pain and continued to experience persistent low back pain. On (B)(6) 2012, patient presented for a follow up and reported bad pain due to rainy weather. Patient had to stop taking amrix due to increased frequency of migraines. Patient also had constant numbness and shooting pains in the left leg. On (B)(6) 2012, patient presented with frequent and severe headaches while taking norflex. Patient also had constant sharp pain in her mid back and lower back. On (B)(6) 2012, patient presented with chief complaints of low back pain, weakness, spasms, left lower tingling, left lower leg numbness and left ankle/foot numbness. Patient also complained of headaches, right wrist/hand tingling, right wrist/hand numbness, left wrist/hand tingling, left wrist/hand numbness and bilateral hand pain. Patient also reported continued spasms in the lower back around the surgical scar. On (B)(6) 2012, the patient presented for x-ray of lumbosacral complete with oblique view, due to back pain. Impression: operative fusion l3-l5 levels. On (B)(6) 2012, patient presented with no significant change in her low back pain. Patient reported constant ache in her lower back with intermittent stabbing pain in the left lower back that comes rapidly and is not instigated by movement. Patient's lumbar x- ray results were also reviewed. On 2012, patient presented with continuation of persistent lumbar pain. On (B)(6) 2012, patient presented with continuation of persistent lumbar pain. Patient still suffers from constant lower/mid back pain more on the left side. On (B)(6) 2013, patient presented with complaints of pain, weakness, spasms, headaches and difficulty walking. On (B)(6) 2013, patient presented with increase in low back discomfort. Patient's low back swells the spasms are large. Patient had numbness intermittently down the left leg also. On (B)(6) 2013, patient presented for follow up and reported constant severe back pain. Patient's lumbar back was still hypersensitive to touch and continued to have lot of muscle spasms. On (B)(6) 2013, patient presented for CT scan of abd and pelvis with contrast due to history of thrombocytopenia, nonalcoholic cirrhosis and adenopathy. Impression: 1. Mild splenomegaly 2. Cirrhosis 3. Otherwise, grossly stable exam. On (B)(6) 2013, patient presented for follow up and reported ongoing severe back pain. Patient's left foot gets numb and tingly on occasion. Patient remains hypersensitive to touch. On (B)(6) 2013, patient underwent colonoscopy. Impressions: 1. Preparation of the colon was fair. 2. Rectal exam revealed hemorrhoids. 3. Three 2 to 3 mm polyps in the sigmoid colon and in the ascending colon. Resected and retrieved. 4. Diverticulosis sigmoid colon. The patient also underwent upper gi endoscopy. Impressions: 1. Z-line regular, 37 cm from the incisors. 2. Grade-1 esophageal varices 3. Type 1 gastro esophageal varices (gov1, esophageal varices which extend along the lesser curvature), without bleeding. 4. Portal hypertensive gastropathy. Likely source of chronic gi blood loss. 5. A few gastric polyps. Resected and retrieved. On (B)(6) 2013, patient was informed that her biopsy from her colon polyp(s) was benign (no evidence of cancer). Also, biopsy from upper endoscopy required no further treatment. On (B)(6) 2013, patient presented for MRI scan of lumbar spine with and without contrast due to back pain. Impression: no mr evidence of disc protrusion or focal spinal stenosis is identified. No interval change since previous study on (B)(6) 2010. Previous fusion of l4 and l5 was noted with laminectomy defect. Pedicle screws have been removed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on, on (B)(6) 2006 patient underwent clinical examination because of pneumonia, cough. Impression: normal appearance of the chest. On (B)(6) 2007 patient underwent clinical examination because of abdominal pain, nausea. Impression: 1. Normal appearance of the chest. 2. Nonspecific abdomen. (B)(6) 2008 patient was presented for office visit with lower back pain. Impressions: 1) post laminectomy syndrome. 2) sacroiliac joint dysfunction, 3) radiculopathy. (B)(6) 2008 patient was presented for office visit with sacroiliac joint injection on the left. Assessments: sacroilitis. (B)(6) 2009 patient was presented for office visit. 1) post laminectomy syndrome. (B)(6) 2009 patient was presented for office visit with pain. Assessments: 1) post laminectomy syndrome, 2) sacroiliac joint dysfunction, radiculopathy. On (B)(6) 2010 the patient presented with low back pain. The patient underwent the following procedure : epidural injection. Upright and supine frontal radiograph of the abdomen were obtained, and supplemented with a frontal view of the chest. Impression: 1. Nonspecific, no obstructed abdomen. 2. Multiple pelvic calcifications were seen. 3. No acute cardiothoracic process. On (B)(6) 2011 patient underwent clinical examination because of twisting injury. Impression: no fracture. On (B)(6) 2011 patient underwent clinical examination because of trauma left ribs. Impression: no definite evidence of a left rib fracture. On (B)(6) 2011 patient underwent clinical examination because of chest pain, cough. Impression: normal appearance of the chest. On (B)(6) 2011 patient underwent clinical examination. Impression: bilateral breasts: benign, no evidence of malignancy. Normal interval follow-up is recommended in 12 months. On (B)(6) 2012 patient underwent clinical examination. Impression: 1. No specific finding or interval change in mammographic appearance to suggest underlying malignancy. 2. Repeat bilateral annual screening mammography in 12 months' time as per american cancer society guidelines is recommended. 3. Based on patient's current age and other epidemiologic factors screening statistical assessment indicates that patient's current calculated approximate lifetime risk for breast cancer is 4.3 %. This falls within the normal risk range on (B)(6) 2013 patient underwent chest radiograph. Impression: no acute cardiopulmonary process. (B)(6) 2015: patient underwent MRI of lumbar spine without and with contrast due to pain, thoracic and lumbar radiculitis. Impression: 1) surgical changes noted 2) no acute fracture 3) no spinal canal or foraminal narrowing. Patient underwent MRI of thoracic spine with and without contrast. Impression: unremarkable study. (B)(6) 2015: patient underwent CT of lumbar spine without contrast with or without 2d due to back pain. Impression: postoperative changes of the lumbar spine without evidence of significant spinal canal stenosis or neural foraminal narrowing. (B)(6) 2015: patient complains of pain since (B)(6) 2015. Patient underwent MRI of right knee without gadolinium contrast due to medial right meniscus tear. Impression: very minimal chondrosis of the medial compartment.